Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. "Device iteration is afx with strata".

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with afx abdominal aortic aneurysm stents. Approximately six (6) years post initial procedure, the patient presented with a type 1b endoleak. Reportedly, the patient is doing fine and is pending re-intervention.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted, therefore no evaluation was completed. At the completion of the clinical assessment, clinical was unable to find substantial evidence to support the reported event of the type ib endoleak and sac growth based on imaging available to review. An attempt was made to obtain medical records but was denied. Procedure related harms, device, user, or anatomy relatedness of this event could not be determined. The final patient status was not reported. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: b2: outcomes attributed to adverse events has been updated. B5: describe event or problem has been updated. H6: result code: remove code 3233 h6: conclusion code: remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stents. Approximately six (6) years post initial procedure, the patient presented with a type 1b endoleak. Reportedly, the patient is doing fine and is pending re-intervention. Additional information: a secondary procedure was completed and the physician elected to reline the existing stent grafts with the ovation ix abdominal stent graft system. Final patient status was not provided.